Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that a wire broke through the lead. It was suspected that the patient had a metal stent implanted, which may have caused the event. The lead was not used and replaced. The patient was stable.